Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Visual analysis: a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in manufactured position as received. The syringe was connected to the device with stopcock open. The procedural sheath that was involved in the reported complaint was not returned with the device. The returned device¿s atraumatic wire distal tip was observed severely bent/damaged. It was reported that it was noticed prior to inserting the gw (catheter) that there was a significant kink/bend at the distal tip and that this was discovered immediately upon opening the product packaging and prior to any preparation of the device for use. However, the received device had evidence of exposure to blood and there was liquid observed in the catheter inflation tube which indicated that the device was prepped with saline during the procedure. No visual damages or anomalies were observed. Functional analysis: an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use. Product history review: a review of the manufacturing documentation associated with lot f1712201, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Root cause analysis: based on the information provided, the condition of the returned device and the investigation performed, the reported failure as there was a significant kink/bend at the distal tip was confirmed. However, the procedural sheath involved in the reported complaint was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Based on the limited provided information, the root cause of the reported complaint could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the interventional radiographer was preparing to use a 6f/7f mynxgrip vascular closure device for a case when it was noticed prior to inserting the gw (catheter) that there was a significant kink/bend at the distal tip. This was discovered by the operator himself immediately upon opening the product packaging and prior to any preparation of the device for use. He then attempted to straighten the gw and insert the device through the procedural sheath without any success. After attempting this, he then abandoned the affected unit and used another piece from the same batch/lot without issue.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the interventional radiographer was preparing to use a 6f/7f mynxgrip vascular closure device for a case when it was noticed prior to inserting the gw (catheter) that there was a significant kink/bend at the distal tip. This was discovered by the operator himself immediately upon opening the product packaging and prior to any preparation of the device for use. He then attempted to straighten the gw and insert the device through the procedural sheath without any success. After attempting this, he then abandoned the affected unit and used another piece from the same batch/lot without issue. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported event was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were received in their manufactured positions. The syringe was connected to the device with the stopcock open. The procedural sheath involved in the reported complaint was not returned with the device. The returned device¿s atraumatic wire distal tip was observed severely bent/damaged. It was reported that it was noticed prior to inserting the gw (catheter) that there was a significant kink/bend at the distal tip and that this was discovered immediately upon opening the product packaging and prior to any preparation of the device for use. However, the received device had evidence of exposure to blood and there was liquid observed in the catheter inflation tube which indicated that the device was prepped with saline during the procedure. No visual damages or anomalies were observed. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1712201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the severely bent/damaged atraumatic wire/distal tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the condition of the sheath used in the procedure (which was not returned) may have contributed to the inability to advance in the sheath since functional analysis was able to be performed with the lab sample sheath with no resistance. Additionally, handling factors during prep may have contributed to the severely damaged/bent distal tip since the device was exposed to blood, and saline found in the balloon indicating that the device was prepped. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.